Event description:
It was reported that there were tiny air bubbles in the reservoir. The customer's blood glucose was 110 mg/dl. The customer stated that the insulin pump was not rewound with the reservoir in place. Troubleshooting was not performed since the customer had changed the reservoir prior to the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.